Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of a ¿replace backup battery¿ message on the system monitor screen was confirmed via the submitted photo; however, the alarm was not observed in the log files or reproduced during laboratory testing. One submitted photo showed a ¿backup battery expiring ¿ replace¿ banner on the system monitor, and the other submitted photo showed a ¿replace backup battery in 32 months¿ message on the system monitor. The ¿replace backup battery in 32 months¿ message is displayed by design, and does not indicate any issues. The log file downloaded from the returned controller (serial number: (B)(6) contained approximately 5 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file did not capture any backup battery fault alarms. The driveline was disconnected at 14:46:19 on (B)(6) 2019 to exchange the system controller. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was returned with backup battery (B)(6) installed. Backup battery (B)(6) was also returned for evaluation and is investigated under MFR #2916596-2019-03191. The returned controller was tested with both backup batteries ((B)(6)) and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 1 year and 1 month. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient¿s system controller had an unpleasant, burned plastic smell. No additional information was provided.